Event description:
The procedure was a diagnostic cystoscopy. Device malfunction found upon pre procedure check. The procedure was delayed for 5-8 minutes. No additional treatment required. The patient¿s overall outcome is unknown. The device inspected prior to use and no other devices involved in the event. Other related patient identifiers: (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (B)(4). Additionally, to provide a correction to the initial (e1, e2, and e3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "the image is not displayed" occurred due to the video connector pin is bent. However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had a black screen with no video. The issue was found during preparation for use for a diagnostic cystoscopy. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the screen was black and confirmed the reported complaint due to bent video connector pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.